Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an over infusion of thiamine, azithromycin and potassium chloride infused from a single pump module in a series of infusions over approximately 2 hours. The infusions were intend to infuse: thiamine 200mg/50ml infusing over 30 minutes. Azithromycin 500mg/275ml infusing over 60 minutes. Potassium chloride 20mmol/55ml infusing over 30 minutes. First, the clinician noticed thiamine infused more quickly than expected "approx. 5-10 minutes faster". Subsequently found the azithromycin had completed 30 minutes sooner than expected. Third, potassium chloride 20mmol replacement was subsequently spiked and finished more quickly than expected. This is when suspicion arose for faulty pump and infusions were stopped through this pump channel. Control unit and channels were subsequently changed. There was patient involvement, but "no observable injuries" and "no observable changes" to the patient condition. At the time of the event, the patient was also receiving infusions of cisatracurium 0.1mg/kg/hour (10.63ml/hour); midazolam 10mg/hour (10ml/hour); milirinone 0.125mcg/kg/min (3.19ml/hour); propofol 80mcg/kg/min (40.8ml/hour).

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. Correction: describe event or problem. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of an over infusion of thiamine, azithromycin, and potassium chloride was not confirmed during a review of the log or replicated during testing of the suspect pump module. Thorough laboratory testing of the suspect pump module confirmed its performance was within specified parameters, with no errors or malfunctions detected. Leak test and pumping segment testing observed no anomalies. Inspection of the suspect pump module both externally and internally did not observe any existing issues that may have been a contributing factor for the reported issues. The pcu and pump module logs were retrieved from the emails provided by the facility to ascertain event details associated with the reported incident. It should be noted that the error and event logs from the suspect pump module were retrieved via alaris system maintenance (asm) to confirm programming and event details related to the alleged incident. Although the pcu was not returned for physical evaluation, the pump module was, allowing for both physical log download and receipt of logs via email. The facility indicated that the event occurred on 18feb2025, however, the time was not reported. A review of the pcu error log did not observe any errors that could have contributed to the reported event. The logs below show the events from 18feb2025 at 6:45 am until the pump module was powered off at 9:26 am. The pump module was selected on at 6:45 am. An infusion of suspected drug potassium chloride (20mmol/50ml) was started with a rate of 100ml/hr and a vtbi of 50ml. The initial pvi was 167.812ml and the initial svi was 310.546ml from previous infusions. The secondary infusion was completed at 7:15 am with an svi of 360.567ml. Subsequently, a primary infusion was started with a rate of 10ml/hr and a vtbi of 392.832ml. At 8:15 am, another secondary infusion of suspected drug thiamine (200mg/55ml) was programmed with a rate of 110ml/hr and a vtbi of 55ml. The pvi was 177.809ml and the svi was 360.567ml. The secondary infusion began at 8:15 am. The user immediately changed the vtbi to 65ml. Later, at 8:38 am, the user changed the vtbi to 1ml, and the infusion was completed at 8:39 am with an svi of 404.242ml. A primary infusion was started with a rate of 10ml/hr and a vtbi of 382.835ml. Immediately after, at 8:39 am, another secondary infusion of suspected drug azithromycin (500mg/275ml) was programmed with a rate of 275ml/hr and a vtbi of 275ml. The pvi was 177.884ml and the svi was 404.242ml. The user changed the vtbi to 2ml at 9:15 am, and the infusion was completed at 9:16 am with an svi of 572.048ml. A primary infusion was started with a rate of 10ml/hr and a vtbi of 382.76ml. At 9:20 am, another secondary infusion of suspected drug potassium chloride (20mmol/50ml) was programmed with a rate of 100ml/hr and a vtbi of 50ml. The infusion was paused in the same minute with a pvi of 178.486ml and an svi of 572.074ml. At 9:26 am, the safety clamp open and door closed alarms were activated. The silence key and channel off key were pressed. The pump module was removed with a tvi of 750.56ml. A review of the pcu error logs showed no records associated with the reported incident. It was not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid was within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: suspect pump module s/n: (B)(6) (w/o: (B)(4). Please replace the mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This may be charged to dchu. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Root cause: the root cause of the reported issue of an over infusion of thiamine, azithromycin, and potassium chloride was not identified during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing. Note that this report lists imdrf annex a09, c07, d15, g04090 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an over infusion of thiamine, azithromycin and potassium chloride infused from a single pump module in a series of infusions over approximately 2 hours. The infusions were intend to infuse: thiamine 200mg/50ml infusing over 30 minutes. Azithromycin 500mg/275ml infusing over 60 minutes. Potassium chloride 20mmol/55ml infusing over 30 minutes. First, the clinician noticed thiamine infused more quickly than expected "approx. 5-10 minutes faster". Subsequently found the azithromycin had completed 30 minutes sooner than expected. Third, potassium chloride 20mmol replacement was subsequently spiked and finished more quickly than expected. This is when suspicion arose for faulty pump and infusions were stopped through this pump channel. Control unit and channels were subsequently changed. There was patient involvement, but "no observable injuries" and "no observable changes" to the patient condition. At the time of the event, the patient was also receiving infusions of cisatracurium 0.1mg/kg/hour (10.63ml/hour); midazolam 10mg/hour (10ml/hour); milirinone 0.125mcg/kg/min (3.19ml/hour); propofol 80mcg/kg/min (40.8ml/hour). A copy of the health canada report was received, which states, "alaris pump incorrectly infusing medications despite monitor displaying correct rate. Noticed IV thiamine infused slightly quicker than programmed rate approx 5-10 minutes faster. Subsequently found with azithromycin administration that IV abx finished approx with 30 minutes left although medication bag size was 250 cc as per pdtm and pump was programmed for 275 unsure at this point if this was related to pump or IV infusion volume. Potassium chloride 20mmmol replacement was subsequently spiked and finished rapidly faster than set rate. This is when suspicison arose for faulty pump and infusions were stopped through this channel. Brain and channels were subsequently changed".